Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1701. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
Event complications: unk - reported 8/22/96. Patient's current status: unk - rpt'd 8/22/96.